Event description:
The customer reported no delivery alarms on the insulin pump. Troubleshooting found the device apparently working as designed. The customer was advised to use new insulin, monitor the insulin pump and to call the helpline back if the issue recurred. The customer's blood glucose value was 245 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.